Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6), 2021. During the procedure and inside the patient, when the physician pushed the stent by using the positioner, it was noticed that the pigtail was crashed and was not able to be inserted. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent pigtail was ripped/torn.

Manufacturer narrative:
Block h6: medical device problem code a0414 captures the reportable event of stent ripped/torn inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section buckled accordion and the tip torn. The suture string and the positioner did not return with the device. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device has the proximal section buckled accordion and the tip torn, this problem is known to be generated due to an excess of force used when the stent is pushed up with the pusher/positioner over the guidewire, moreover, the tip torn; it is the most likely that it was generated due to several attempts of advancing of the device, also the technique of the physician and the anatomy of the patient could affect the device performance. It is important to mention that during product analysis the device was tested and mandrel 0.035" was inserted through the catheter and could pass through the device without any problem. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician pushed the stent by using the positioner, it was noticed that the pigtail was crashed and was not able to be inserted. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent pigtail was ripped/torn.